Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported issue. The se replaced the breath delivery (bd) central processing unit (cpu) printed circuit board (pcb). The se updated the software to the current revision, performed calibrations and extended self-testing on the device and all tests passed.

Event description:
It was reported that, during set up, the 980 ventilator failed the power on self test (post). The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.